Event description:
This 59-yr-old female underwent a left modified radical mastectomy followed by reconstruction with gel prosthesis in 1983. The procedure was performed at another facility, thus the implant MFR is unknown to this reporting facility. The pt developed firm nodules which were biopsied 8/94 and was determined to be siliconoma. Gross exam: the left implant is ruptured. The capsule shows fibrosis and chronic inflammation.